Manufacturer narrative:
Additional information received through follow up revealed from the clinic that the patient was not compliant and would do things such as tape a magnet over the device so the patient could use chain saws and run marathons. The clinic is unsure if he will actually go and have the device removed as they have a hard time contacting this patient. The save to disk of the device was reviewed. It revealed the time of recommended replacement time (rrt) in save to disk is (B)(6) 2012, device rrt less than or equal to 2.6251 volt. The weekly battery voltage trend data shows a minimum battery equal to2.635 to 2.582 volts between (B)(6) 2012. In addition there was one low battery voltage alert on (B)(6) 2012. Oversensing was observed with five high rates less than or equal to 217 ms average v-cycle on (B)(6) 2012. There was one ventricular fibrillation (vf) episode on (B)(6) 2011. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that in the past the patient received inappropriate shocks for rapidly conducted atrial fibrillation. The patient came into the clinic reporting that their device had been beeping for a while. The implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The device currently remains in use but the patient has requested the device be explanted and not replaced. No further patient complications have been reported as a result of this event.